Event description:
It was reported that the event log showed several instances of motor stalls and recoveries. The patient had a vagal nerve stimulator for seizure control, but it was noted that there was no magnet used around the patient on the dates of the motor stalls. It was later found that the magnet was kept on the patient¿s right wrist and the pump was in patient¿s right abdomen. The magnet was then removed from the patient. Additional information received reported that the patient had daily seizures. The patient was noted to have occasional spontaneous spasms and easily induced spasms. The patient had a seizure on the date of this report. The patient was in a "living facility" and "staff bumped vns x2" on the day of this reported event. The staff at school report the patient's tone was "at appropriate level". The patient's tone "varies greatly between patient resting and active". It was confirmed that since the magnetic was taken away, there had not been motor stalls noted. The patient did not show any signs of withdrawal. The patient outcome was no ted as ¿doing fine.¿ the pump was used to deliver baclofen.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).